Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter read inaccurately high compared to the laboratory. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 1:00 a. M. At an unspecified date/time, the patient obtained a blood glucose reading of ¿133 mg/dl¿ with the subject meter and ¿93 mg/dl¿ with a laboratory device, performed greater than 30 minutes of each other. The patient manages her diabetes with oral medication (metformin) and insulin (unknown type and dosage) and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, she ¿passed out¿. The patient stated, she received treatment; however, she could not provide the details of the type of treatment received and who provided it. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (07/14/2014).the patient¿s test strips have been returned on 7/2/2014 and evaluated by lifescan product analysis on 7/3/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014). The patient¿s meter has been returned on 6/16/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.